Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. As it was reported as destroyed by the surgery center. Returned device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a model zcb00 25.0 diopter intraocular lens (iol) was explanted from a patient¿s left operative eye as it was incorrect power lens for the patient. The replacement lens was another zcb00 iol of a lower diopter (18.5). There was no patient injury post-op. The explanted lens was destroyed.